Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. H6: component code = g06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received partially fired 1/16. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #u5et4h. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received partially fired 1/16. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempting are being made to obtain the following information. To date no response has been provided. If further details are received at a later day, a supplemental medwatch will be sent. Was buttressing material used? Can it be confirmed that the retaining cap was left in place during loading of cartridge? During this firing, was tissue damage noted? Was the reverse button attempted prior to using the manual override? Why does the surgeon believe that the difficulties experienced caused the post-operative fistula?

Event description:
It was reported that during a left colectomy, the echelon stopped working after a few seconds. Customer requests if it was due to the battery. The device did not lock out. The device started to deploy staples and cut but could not be completed. Like the battery stopped working. Needed to use the manual override. There was no difficulty opening the device. The patient is still in the hospital, developed a fistula after sleeve surgery. Four protheses implanted but doesn't work properly. Re-interevent for bypass will be needed.